Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.00/+1.50/075 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was reported as having a refractive surprise and remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.00/+1.5/075 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2016 due to low vaulting, lens rotation, and refractive surprise. The lens was exchanged for a longer lens and the problem was resolved. Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).